Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed that the balloon was separated 138.8cm from the hub and the guidewire lumen was separated 132cm from the hub. Microscopic examination revealed no additional damages. The tip, distal section of the balloon, and distal section of the guidewire lumen did not return for analysis.

Event description:
It was reported that a balloon rupture occurred. A 4.0mmx60mmx135cm sterling balloon catheter was selected for use in an angioplasty procedure in the right superficial femoral artery. The patient had stage iii peripheral chronic obliterative arteriopathy (aocp). During the procedure, the balloon ruptured. The device was removed, but upon exiting the introducer, there was a complete fracture of the balloon with the tip remaining inside the vessel with part of the balloon. It was indicated that the patient experienced prolonged procedural time. No further complications were reported. It was further reported that the target lesion had no severe stenosis and was located in a non-tortuous vessel with severely calcified segments. The balloon was inflated once at 8-10 atmospheres for two minutes. The balloon ruptured on this first inflation. The balloon was removed as soon as it was noted to broken. Once it was outside the patient's body, it was observed that the balloon tip was missing. The physician tried to remove the guidewire together with the introducer sheath with the hope that the balloon tip was stuck within the introducer sheath. No additional intervention was performed in an attempt to retrieve the balloon tip because the physician was not sure where the balloon tip was. The device fragment was not visible under fluoroscopy imaging. Without the guidewire and introducer sheath in place, the procedure was ended with arterial compression. The patient's current status is good. No additional complications were observed.

Event description:
It was reported that a balloon rupture occurred. A 4.0mmx60mmx135cm sterling balloon catheter was selected for use in an angioplasty procedure in the right superficial femoral artery. The patient had stage iii peripheral chronic obliterative arteriopathy (aocp). During the procedure, the balloon ruptured. The device was removed, but upon exiting the introducer, there was a complete fracture of the balloon with the tip remaining inside the vessel with part of the balloon. It was indicated that the patient experienced prolonged procedural time. No further complications were reported. It was further reported that the target lesion had no severe stenosis and was located in a non-tortuous vessel with severely calcified segments. The balloon was inflated once at 8-10 atmospheres for two minutes. The balloon ruptured on this first inflation. The balloon was removed as soon as it was noted to broken. Once it was outside the patient's body, it was observed that the balloon tip was missing. The physician tried to remove the guidewire together with the introducer sheath with the hope that the balloon tip was stuck within the introducer sheath. No additional intervention was performed in an attempt to retrieve the balloon tip because the physician was not sure where the balloon tip was. The device fragment was not visible under fluoroscopy imaging. Without the guidewire and introducer sheath in place, the procedure was ended with arterial compression. The patient's current status is good. No additional complications were observed.

Event description:
It was reported that a balloon rupture occurred. A 4.0mmx60mmx135cm sterling balloon catheter was selected for use in an angioplasty procedure in the right superficial femoral artery. The patient had stage iii peripheral chronic obliterative arteriopathy (aocp). During the procedure, the balloon ruptured. The device was removed, but upon exiting the introducer, there was a complete fracture of the balloon with the tip remaining inside the vessel with part of the balloon. It was indicated that the patient experienced prolonged procedural time. No further complications were reported.